Manufacturer narrative:
The customer used the expired contour next test strips and obtained high readings. As per contour next one user guide, "do not use expired materials. Using expired material can cause inaccurate results. Always check the expiration dates on your test materials". The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained high blood glucose readings with the contour next one meter. No specific reading associated with the event was provided. However, the customer stated that she obtained readings of 35 mg/dl at 3:32 p.m., 182 mg/dl at 3:47 p.m. And 85 mg/dl at 4:11 p.m. The customer took insulin based on the high reading and experienced symptoms of hypoglycemia. The customer had to call an ambulance. She received glucose from the paramedics after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.